Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues with infusion sets on (B)(6) 2026 due to poor adhesion. This emdr is being submitted for an unknown number quantity. No further information available.